Manufacturer narrative:
(B)(4). Once the investigation is complete, a follow-up MDR will be submitted. Device evaluated by external contractor.

Event description:
It was reported that the transposal safety station right side canister ring was broken and wire was exposed. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The previous repair report for ultra duo flex fluid cart serial number 46016 was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Using crm to query for serial number 46016, it was noted that the device was previously evaluated 4 times. The previous evaluation on 15 jan 2019 was for the canister switch. This repair is unrelated to the current issue. On (B)(6) 2019, it was reported from yale new haven hospital that the unit right side canister ring was broken off and wire was exposed. On 4 apr 2019, zimmer biomet authorized service technician was contacted and dispatched to be at the site. The technician arrived and found the right canister ring broken off the hinge. He proceeded to replace the right canister ring (part# 91527) ran the unit without any problems. The technician then returned the cart to service without further incident. The device was tested, inspected, and repaired. Service work order (B)(4) on (B)(6) 2019. While the reported event was confirmed and the unit was restored to normal function after the right canister ring was replaced, it is unknown what cause the canister ring to break. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after right canister ring was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.